Event description:
Additional information received reported that a revision had not yet been scheduled. It was noted that the cause of the high impedances had not been determined. It was noted that the patient was not receiving therapy.

Event description:
It was reported that there were high impedances. It was stated that the patient had fallen about a year ago and since then had felt that the stimulation was not functioning properly. It was noted that reprogramming had been done. It was stated that a revision was planned but had not yet been scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# v327603, implanted: (B)(6) 2009, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3888-56, lot# v297219, implanted: (B)(6) 2009, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).